Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. The right ventricular lead was explanted and replaced for an unknown reason. The patient status was unknown.

Manufacturer narrative:
Please retract this report as the right ventricular (rv) lead was used as bridge with external pacemaker before permanent pacemaker was implanted. The rv lead was explanted with no allegation of malfunction or patient issue.